Manufacturer narrative:
On march 07, 2024, mentor received additional information. The patient was implanted during a primary breast reconstruction surgery. Date of event was added as 11/01/2023. Date of implant was added as (B)(6) 2023. Date of explant was added as (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with 450cc mentor cpx 4 breast tissue expanders. Post-operatively, the patient experienced bilateral deflation of her prostheses, which was confirmed by a medical professional. As a result, the patient underwent bilateral removal surgery on an undisclosed date. No date of implantation was provided. This report is for the left implant. Refer to manufacturing report number 1645337-2024-02455 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).